Manufacturer narrative:
(B)(4).

Event description:
Received info reporting the pt was unable to adjust her stimulation and programmer showed "call your doctor" icon. Unsure of the exact timing of the icon because pt is currently receiving therapeutic stimulation and reports the therapy is working great. In (B)(6) 2010, pt reported she did not use the stimulator because it caused pain in her right leg. Stated it started about 3 months ago and there was no accident or incident related to this symptom. Pt was having trouble getting in to see her hcp and stated "my right leg is hurting me too much". Additional info received reported the pt had her device removed on (B)(6) 2010. She had leg pain for 6 months before removal. Additional info has been requested and if received, a f/u report will be sent.